Event description:
It was reported that the right ventricular lead exhibited loss of bipolar capture at high output. A lead fracture was suspected but not confirmed via x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.